Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2020-01113. It was reported that the physician was unable to advance trial leads into the patient. Reportedly, the physician suspects the patient's scar tissue as the reason for the difficulty. As a result, the procedure was abandoned.